Event description:
A mandatory medwatch was rec'd from the customer which states, "swanz catheter inserted r jugular approach by anesthesiologist at beginning of coronary artery bypass graft x5 procedure. Accuracy of cardiac output readings questioned, catheter manipulated without improvement in readings. At end of surgical procedure, attempted to remove catheter - introducer removed but unable to move catheter. Chest x-ray revealed a jugular line coiled within soft tissue of the neck with tip in expected location of superior vena cava. Surgeon performed right neck exploration with direct removal of catheter." Upon further query with the customer, the following info was rec'd "the pt is doing well and discharge to home is being planned. After the first catheter was removed, another was successfully inserted into the left jugular vein. The anesthesiologist had told the reporter that the insertion of the first catheter was uneventful, but that the measurements never seemed correct. There were no medications given off of the measurements." There is no report of adverse pt sequelae.